Manufacturer narrative:
The reported event of the v-setscrew could not be untightened to remove the lead from the header was confirmed. Analysis found the v-setscrew inset was stripped causing the problem untightening the setscrew. There was minor blood and no foreign material in the setscrew inset. There was nothing in the inset to cause the stripping of the setscrew. No setscrew or device anomalies were found that would cause the user of the wrench to strip the setscrew. The user of the torque wrench stripped the setscrew at either the implant or explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00582. It was reported that the patient presented for a pacemaker generator change. During the procedure, the right ventricular lead set screw was stripped and unable to remove the lead from the device. The physician had to break header off the old device and dismantle until eventually freeing up the lead. The device was explanted and replaced. The patient had not been followed by the clinic previously, so there was no insight into the lead function. After freeing lead and connecting to the new device, lead was intermittently capturing at high outputs. The lead was programmed off on (B)(6) 2020. The patient was stable.